Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date manufacturer became aware of the event.